Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the hypotube is separated 59.4cm from the hub and appears to have been kinked prior to separation. There are multiple kinks along the hypotube. Microscopic examination revealed that the tip is damaged. There is blood present in the inflation lumen and balloon. The balloon was still tightly folded prior to inflation testing. The presence of dried blood in the inflation lumen made it unable to be inflated so the device was soaked in a water bath for a few days to soften the blood. A touhy adaptor was connected to the separated hypotube and the balloon was inflated to rated burst pressure (rbp). It could hold pressure for 5 minutes. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that balloon inflation failure occurred. Vascular access was obtained via the femoral artery. The concentric target lesion was located in the mildly calcified mid right coronary artery. The lesion contained >=90 degrees bend. A 20mm x 2.75mm nc quantum apex balloon catheter was advanced for dilatation, but the balloon failed to inflate. The procedure was completed using another balloon with buddy wire support. There were no patient complications reported and the patient was stable and doing well. However, returned device analysis revealed a separated hypotube.